Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify the frozen screen, unexpected alarms and no button response due to the blank display. The device had minor scratched display window and cracked display window corner.

Event description:
Customer reported falling in the water with his insulin pump. The device froze and the buttons are not working. Customer is on his back up insulin pump now. Customer declined to provide his blood glucose, but he feels fine. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.